Event description:
The deceased pt's family member (plaintiff) alleges the following: the graft was implanted in 2000, for an abdominal aortic resection procedure. Post-operative graft leakage led to a coagulopathy which caused multi-system organ failure resulting in the pt's death in 2000. According to the plaintiff's counsel, the pt was not in good health prior to the surgery, the pt had a kidney transplant 15 years earlier and the aaa procedure in 2000 was elective. Additionally, according to counsel, the surgeon claimed that the pt was brought back to the operating room soon after the leak was detected. At that time, a "pinhole" and "gash" (tear) was found on the graft. The graft remained in the pt at burial.